Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected upper range, and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert had been triggered for the right ventricular (rv) lead. The rv lead was suspected of a possible fracture as the lead exhibited high/undefined pacing impedance and noise as increased sic (sensing integrity counter). The lead was capped and replaced. No patient complications have been reported as a result of this event.